Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 117 mg/dl and the sensor glucose was 47 mg/dl at the time of the incident. The sensor glucose started going down 80 mg/dl, 60 mg/dl, 40 mg/dl range and when the sensor glucose hit 60 mg/dl, customer ate some carbs. The blood glucose was 117 mg/dl. The current sensor glucose was 79 mg/dl with no arrows. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 80 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The device will not be returned for analysis.